Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event involved a 38 cm (15") smallbore ext set w/6-port nanoclave® manifold, check valve, microclave® clear, 3 gang 4-way nanoclave® stopcock (glow, blue, red rings), rotating luer where there was a report of a leak. There was leakage of parenteral nutrition between the plasters, between the manifold and the small extension. The tubing was changed due to loss of nutritive treatment. Actions undertaken in the facility for patient¿s care: creation of a dextro under surveillance. There was patient involvement, however no report of patient harm.